Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The fuses were replaced and an inrush suppressor was installed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used spinal fusion procedure. It was reported that the site turned the mobile viewing station on outside of the operating room and everything seemed fine. When the system was brought into the room, it unexpectedly shut down. They tried turning the system back on and they were unable to. The system was no longer charging. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.